Event description:
The customer reported that the x2 displays the inop "loudspeaker error." There is no audible sound. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.